Manufacturer narrative:
The device is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are currently no supplementary data available. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
Ous MDR - it was reported that after an implant time of approximately 165 months, oversensing and an increase in threshold was found. There was no mention of intervention.

Manufacturer narrative:
We received the manufacture date and have added it to this report.